Event description:
Breast implants ruined my health. I now have autoimmune disease, hashimotos, adrenal fatigue, rashes, hair loss. I thankfully was able to get a loan to get them explanted. These implants are seriously dangerous to womens health. Please change your info to educate woman of the pure dangers of these toxic bags. I am praying that I can heal and that the implants do not lead to cancer.